Event description:
Affiliate reported that during insertion of codman microsensor/icp monitor on a child, it was noted that the device zeroed ok. Icp should have been low, however read high 65-70. Device was taken out, reinserted, icp read 17. Device taken out, reinserted, icp read 6-10. Patient was closed and bandaged. Icp rose to 65. Patient was transferred to recovery. When the patient woke up the icp read 35. Patient was scheduled for CT scan, which confirmed the icp was 10-15. Device was removed and discarded. Another surgery was not required.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device discarded by user.